Event description:
It was reported that a patient with a 19mm 8300ab aortic pericardial valve underwent a bav due to high gradients after an implant duration of one (1), three (3) months. The patient had difficulty recovering after her redo avr surgery with the 19mm 8300ab valve. She had a sternal wound dehiscence had to have her sternum reinforced/prolonged healing. She did not receive bypass grafting. The coronary arteries are without disease. The patient had symptomatic moderate aortic stenosis. A 21mm true balloon annuloplasty was used reaching 6 atm with the intent to not fracture or cause aortic insufficiency. The surgeon tried to position most of this in the lvot. Posted it twice as the balloon watermelon-seeded into the lv with the first attempt. Post-bav gradients were unchanged. It was decided that a 9600tfx transcatheter valve will not improve this and no other intervention were done. There is nothing wrong with the implanted intuity elite valve and it is functioning fine. The patient had a 19mm valve and it was thought that she has patient prosthetic mismatch (ppm). The surgeon thought to balloon dilate the valve in hope to expand the stent. Per medical records, prior to the bav, the mean transvalvular gradient was 25mmhg and gradient was 8-9mmhg. A 21mm true balloon was used at 5 atm with the intent to not fracture or cause aortic insufficiency. This achieved a slight enlargement of the subannular stent portion of the intuity valve. Aortogram demonstrated occlusion of the right and left main coronary ostium from the valve. This indicated that a valve-in-valve procedure would place her at very high risk for coronary obstruction. Post bav, transvalvular gradient was 20mmhg and gradient was 8mmhg. It was determined that a transcatheter valve was not going to improve the condition and no other interventions were done and it was decided to end the procedure. The patient was transferred to the post-anesthesia care unit in stable condition. Postoperative tte demonstrated a mean gradient of 8-9mmhg with mild regurgitation. It was uncertain of patient prosthesis mismatch (ppm) versus other dysfunction. The physician commented that there is nothing wrong with the implanted intuity valve and it is functioning fine. They thought that the patient had ppm. The patient remained hemodynamically stable throughout her hospital stay. The patient was discharged on pod #2 in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, f10. H11: corrected data: updated section h10 (additional manufacturer narrative) . In this case, the patient required intervention due to high gradients after an implant duration of one (1), three (3) months. There was no indication or allegation of device malfunction. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI #: (B)(4). Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mr, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, the patient required intervention due to perivalvular leak after an implant duration of one (1), three (3) months. There was no indication or allegation of device malfunction. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 19mm aortic pericardial valve underwent a bav due to high gradients after an implant duration of one (1), three (3) months. A 21mm true balloon was used at 6 atm with the intent to not fracture or cause aortic insufficiency. Post bav, gradients were unchanged. It was decided that a transcatheter valve was not going to improve this and no other interventions were done. The patient had difficulty recovering after her redo avr surgery. She had a sternal wound dehiscence had to have her sternum reinforced/prolonged healing. She did not received bypass grafting. The coronary arteries are without disease. Initially, the valve gradient on echo was reported as 40mmhg. It was uncertain of patient prosthesis mismatch (ppm) versus other dysfunction. The physician commented that there is nothing wrong with the implanted intuity valve and it is functioning fine. They thought that the patient had a ppm.